Event description:
There was an allegation of questionable gen.2 ise indirect for na, k and cl results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 123.6 mmol/l, the initial k result was 3.64 mmol/l, and the initial cl result was 121.3 mmol/l. The customer was prompted to repeat the sample due to the critical sodium result. The repeat na result was 139.2 mmol/l, the repeat k result was 4.12 mmol/l, and the repeat cl result was 103.9 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The na electrode reagent lot number is i69 and has an expiration date of 12-feb-2024. The k electrode reagent lot number is s11 and has an expiration date of 10-feb-2024. The cl electrode reagent lot number is d47 and has an expiration date of 18-dec-2024. Calibration was last performed on (B)(6) 2023. The customer stated verbally that their qc was acceptable. The field service engineer (fse) found a leak in the reference electrode. The fse removed the electrodes and cleaned the area before re-installing them and then performed an ise check. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.